Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred after the pump was dropped. Additionally, it was reported that the pump battery was unable to charge despite using multiple usb cables and wall adapters. Customer's blood glucose level was 160 mg/dl. Reportedly, the customer had insulin pens as alternate insulin therapy.